Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge and pump was not available during call, so issue could not be confirmed. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.